Event description:
A distributor complaint report was filed from italy regarding a customer who was hospitalized after experiencing a diabetes-related issue while using an insulin pump. There is no available information on the exact blood glucose level during the incident, whether any injury occurred, or the specific cause other than it being related to low blood glucose. The customer's release date from the hospital remains unknown, and the patient was not available for further communication. Multiple attempts were made to obtain further details regarding the hospitalization, but no further information was received.